Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that patient x-rays display dislocation.

Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. Insufficient information provided to perform a device history review. The device was used for treatment. Insufficient information provided unable to perform a compatibility check. Insufficient information provided unable to perform a complaint history search. Surgical notes were not provided. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event.